Event description:
It was reported that there was an liquid crystal display bleed, case and lens damage during testing. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed labels are intact. During functional check, the reported complaint was duplicated. Liquid crystal display bleed, case and lens damage issue found during the investigation. Both rear and front housing and lens were damaged. Issue was customer induced. Replaced liquid crystal display, rear and front housing assembly and lens.